Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that after a patient scan a ring artifact appeared on scanned images. A philips field service engineer (fse) confirmed the reported issue that ring artifacts were present on scan images. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The fse replaced the compensator to resolve the issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.